Manufacturer narrative:
A visual examination of the returned device found that the working length/distal tip was twisted and the balloon was torn/damaged. A functional evaluation with an air filled syringe found that the balloon would not inflate due to the tear. The condition of the returned incident device was consistent with the complaint that the balloon deflated. During manufacturing, the devices are 100% inspected for balloon integrity/inflation functionality and the torn balloon is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot number. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of stones within the common bile duct. According to the complainant, during the procedure, the balloon on the device was inflated and used to sweep the bile duct. During the process of stone retrieval, the balloon deflated. No part of the balloon detached inside of the patient. The procedure was completed with an extractor xl retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results that "the balloon was torn/damaged."